Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure after successful implant of a 26mm sapien 3 ultra resilia valve, bleeding on the access side was observed after removing the wire and esheath+. It was noted that one non-?edwards closure device (perclose) broke, and it was determined that it was the cause for the bleeding observation. The bleeding was repaired with a covered stent. The patient was stable. There was no allegation of an edwards device deficiency causing or contributing to the event. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
¿Additional information received on 8/22/2023 for report mw5121130 to change procode.¿